Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior vena cava (ivc) using an indigo system aspiration catheter 8 (cat8) and non-penumbra sheath. During the procedure, the physician placed the sheath in the right groin. Next, while advancing the cat8 over a guidewire with an additional guidewire along the side of the cat8, the physician experienced resistance and the distal portion of the cat8, approximately 20 centimeters from the tip became kinked. Therefore, the cat8 and sheath were removed. It was reported that the overall diameter of the cat8 and the additional guidewire next to the cat8 was too large for the rotating hemostasis valve (rhv) which caused additional force to advance. The procedure was completed using a new cat8, sheath and the same guidewire. There was no report of an adverse effect to the patient.